Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's blood glucose was 26 mg/dl at the time of incident. The customer's blood glucose was 121 mg/dl at the time of call. The customer's spouse stated that the emergency medical services were called to treat the low blood glucose. The customer's spouse stated that they were wearing the insulin pump at the time of event. The insulin pump will not be returned for analysis.